Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. D4: lot number and catalog # is unknown. The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a needle free hemodialysis tego connector which was reported that the patient did not aspirate blood through the tego connector. There was patient involvement but no reported harm.